Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.13 on a (B)(6) year old female patient who presented with chest pain. There was no additional patient information available at the time of this report. Date time method result sample(B)(6) 2014 unk I-stat 0.13 1st(B)(6) 2014 unk I-stat 0.03 2nd (12 mins later)(B)(6) 2014 unk I-stat 0.02* 3rd * tested immediately after second result there were no injuries reported with this event.